Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking midline catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 3fr s/l powermidline catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. No device deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "I am contacting you again regarding leaking bard power midlines. I know in the past we decided it is not a leak from the product itself, but fluid and blood are leaking out around the product from insertion sites. It was suggested to us to cut the midlines shorter to prevent possible back pressure occurring at the shoulder joint. This suggestion has not helped. If I had to guess, we are replacing 75% of the midlines we place for this leaking issue." Add info rcvd : midline was found to be leaking from insertion site. Catheter exterior the body 0.5 cm. Dressing change was attempted earlier in the day. Found to be saturated two hours later. Catheter removed intact. No sign/symptoms of infection noted at insertion site. Patient was switched from IV antibiotics to oral for discharge. What type of catheter securement was utilized? 3m dressing stat lock

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1144 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reen1144) have been reported from the same facility.

Event description:
It was reported "I am contacting you again regarding leaking bard power midlines. I know in the past we decided it is not a leak from the product itself, but fluid and blood are leaking out around the product from insertion sites. It was suggested to us to cut the midlines shorter to prevent possible back pressure occurring at the shoulder joint. This suggestion has not helped. If I had to guess, we are replacing 75% of the midlines we place for this leaking issue". Midline was found to be leaking from insertion site. Catheter exterior the body 0.5 cm. Dressing change was attempted earlier in the day. Found to be saturated two hours later. Catheter removed intact. No sign/symptoms of infection noted at insertion site. Patient was switched from IV antibiotics to oral for discharge. What type of catheter securement was utilized? 3m dressing stat lock.